Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there is no power and that there is moisture ingress in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1 date of submission 08/30/2016-(B)(6).

Manufacturer narrative:
Device evaluation follow-up #2 submitted 10/14/2016: the device was returned to animas and evaluated by product analysis on 09/21/2016 with the following results. Pump returned with corrosion on the battery cap, corrosion in battery compartment & moisture behind the display lens. Pump has no audible and no vibratory features, the display screen remains blank. The attempt to download the pump history and black box was unsuccessful. The battery compartment is cracked above & below the bumper pad. Audio bolus button is torn, unable to test bolus button feature due to no power to pump. Pump fails in-house leak test due to battery compartment leak & bolus button leak. Removed cover; internal moisture was present in pump. Unable to complete all of the required investigation steps due to internal moisture ingress.